Event description:
It was reported that a cartridge alarm occurred during the load process. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to change the cartridge independently and successfully resumed insulin therapy, resolving the issue.